Event description:
During a ptca/atherectomy treatment procedure, the nc monorail 20/3.0 mm balloon ruptured at 14 atms (after 30 seconds) on the third inflation. A piece of the balloon was retained in the pt. (The number of atms reached on the initial inflation was 10 atms for 32 seconds and the second inflation was 12 atms for 35 seconds.) The pt remained in stable condition during this event. The lesion being treated was significantly calcified. A 2.75 mm monorail cutting balloon was used to predilate the lesion (due to the extremely hard calcification of the lesion). The pt was sent to surgery (in stable condition) to remove the retained portion of the balloon. Additional information has been requested regarding this event.